Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm values on (B)(6) 2013.at the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.